Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Investigation results: a visual examination of the returned device revealed that the gauge was aligned with the barrel and the needle was at approximately 550 kpa. A functional evaluation was performed by attempting to pressurize and vacuum the device, but the needle did not move. Deflation was tested and no issues were noted. Based on the condition of the returned device, the reported defect of deflation failed was not confirmed; however, the gauge was noted to be reading inaccurately. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed in the gastrointestinal tract on an unknown date. According to the complainant, during the procedure, when the balloon was attempted to be deflated, more air entered inside the syringe from before the expansion. The syringe with the gauge was removed from the cre balloon. The air was removed and deflation was performed after reconnecting the device. The procedure was completed with another alliance inflation syringe. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the gauge was reading inaccurately; therefore this is now an MDR reportable event.